Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove two right ventricular (rv) leads and one right atrial (ra) lead due to non function. During prophylactic staging of a spectranetics bridge occlusion balloon device to be used in the event of an emergency, it was discovered the device was difficult to advance and was stuck on the distal floppy end of the guide wire contained within the spectranetics bridge prep kit. A new guide wire was utilized, and a new bridge balloon successfully advanced over the wire. The procedure was successfully completed with no reported patient harm. This report captures the bridge balloon that became stuck and would not advance over the guide wire; potential for harm if it was to recur in the event of an emergency.